Manufacturer narrative:
Investigation summary: DHR review: model: bg-70071-df-tp, lot: 20086733, qty: (B)(4), qn/deviations: zero, mfg date: aug/24/2020. No qn¿s were found for the reported lots. Trend review: a trend review was performed for model bg-70071-df-tp and no qns related to this failure mode were found in a 12-months period (august 10th, 2020 to august 10th, 2021). A trend review was performed for model bg-70071-df-tp and no additional complaints related to this failure mode was found in a 12-months period (august 10th, 2020 to august 10th, 2021). Investigation summary: sample for the reported failure mode was requested and no information regarding to the samples were received, therefore, the investigation could not be performed since no samples or picture was received for evaluation. Root cause definition: no root cause definition could be determinate due to the customer did not provided a sample for evaluation and the root cause could not be confirmed. Corrective and preventive actions: no preventive and corrective actions required since the failure mode could not be confirmed.

Event description:
It was reported that the 85" texium set w/filter 1ysite clmps set came apart at the connector close to patient's IV. The following information was provided by the initial reporter: "it was reported to that an administration set model bg-70071-df-tp lot 20086733 set came apart at the connector closest to where the patient is hooked up to the IV. Operator rn. Medication n/a. Patient involved. Patient was not harmed."